Event description:
Per the audiologist's report, this child was jumping on a trampoline on 9/30/2006 and hit his head. Since the incident he has not been able to hear with his cochlear implant. External equipment has been swapped but this did not alleviate problem. Using the appropriate diagnostic equipment, it was deteminined that the device was not functioning according to manufactuerer's specifications. An explantation/reimplantation surgery is planned but has not been scheduled yet.

Manufacturer narrative:
This type of event is addressed in the device labeling.